Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt1612 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the connector of the transparent extension tube was not engaged firmly. No other information was provided.